Event description:
Technical services received a call on 08/01/2012 from sales rep. The lead was implanted on (B)(6) 1995. Having ra lead issue. Programmed at 4v at 0.5ms. Bipolar 0.2mv sensing, 180 ohms, 2.9v at 1 ms, safety switch for ra lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).